Event description:
The patient reported that her pump became hot approximately one and a half weeks ago. The patient indicated that the battery leaked out, and when changing the battery the battery had acid on it and it had leaked into the battery compartment. The patient indicated that on (B)(6) 2011 the pump was hot when she woke up, and her skin was burned. The patient reported that her skin is red, however she did not seek medical attention.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. There was no activity related to the complaint noted in the pump history. Investigation revealed a battery compartment crack, corrosion inside the battery compartment, and a battery compartment leak. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for five hours with no evidence of overheating. The complaint could not be confirmed or duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.